Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer was unable to update the software. It was noted that the programmer was booted up normally and updated to latest version. However, it was determined at analysis that programmer had failed functional test of power down/thermal test. It was also noted that programmer had failed the peripheral port test, common mode/wrist electrode test, floppy drive test, internal ram test, wireless telemetry test, rft present test, antennas connected test, memory check test. It was further noted that stylus pen was broke on the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to update the software. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.